Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with green 2.5% ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose) and extraneal viaflex (extraneal peritoneal dialysis solution with icodextrin 7.5%) therapies for peritoneal dialysis (pd). Dianeal and extraneal viaflex therapies were ongoing. During a call with baxter (B)(4) technical service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with inj. Vancomycin 2gm ip. On (B)(6) 2012, the patient was treated with inj. Fortum 250mg in each bag ip.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.